Manufacturer narrative:
The device was retained by the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported a proglide device was attempted in an unspecified vessel. Reportedly, during deployment the device became stuck and would not move in order to remove it. The patient had to be sent to surgery to remove the device from the artery. Hemostasis was achieved via surgery. No additional information was provided.during deployment the device felt stuck and would not move in order to remove. They had to send patient to surgery to remove the device from the artery.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.